Manufacturer narrative:
Concomitant medical products: product ID 8832, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient; product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
The patient requested compatibility guidelines for heating pad. The patient reported that they were dealing with ibs (irritable bowel syndrome) and had been using a heating pad. Per the patient it seemed like he was getting sleepier and had been knocking the patient out. The patient wanted to know if the heating pad was an issue with the pump. The patient had been using the heating pad since (B)(6). The patient had a colonoscopy on (B)(6) and they took out some polyps and told the patient he had ibs. The patient did not know if the feeling of sleepiness was from the heating pad or from using the ptm. The patient would use the ptm bolus sometimes and can hardly stay awake. The patient hadn¿t used the ptm the day of the report and was getting a little bit sleepy and wondered if it was the heating pad. The patient stated that they make sure it is not on top of the pump when using the heating pad. When asked how long the patient felt sleepy the patient stated for a week but didn¿t provide exact date. The patient also stated that they just saw their healthcare provider on monday (B)(6) and the patient updated the hcp on their symptoms and the hcp didn¿t have any concerns. The patient also stated that the hcp didn¿t realize he couldn¿t use a hot tub and that was the reason the patient called about the heating pad. The patient¿s pump was on their right side above the belt line. The patient puts their hand over the pump to make sure the heating pad didn¿t go over the pump. The patient did a ptm bolus twice, yesterday afternoon on (B)(6) and then did a bolus on (B)(6). The day of the report the patient did not take anything because the patient had been feeling real sleepy and tired and wanted to make sure it wasn¿t the heating pad and that was another reason why the patient hadn¿t used the ptm today. The pump was used to deliver morphine interventions or patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.